Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 3.1 inr, qc 3: 3.0 inr . The maximum difference between measurements was 7 %. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. The customer has discarded the test strip vial.

Event description:
The initial reporter complained of an erroneous high inr result using coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer had a result from the laboratory at approximately 3:30 p.m. Of 2.1 inr. The customer tested on the meter at 3:47 p.m. With a result of 3.3 inr. The result from the laboratory was believed to be correct. No treatment was required. The customer's therapeutic range is 2.0 - 3.0 inr. Prior to the event, the customer was taking 3 mg of coumadin instead of her usual dosage of 4 mg. There was no allegation that an adverse event occurred. The customer feels ok. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The customer is not taking any new medication, has not been ill recently, her diet has been ok and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation, however, the customer has no test strips left to return and has discarded the vial. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.